Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) pressure regulating balloon (prb) removed and replaced. Upon removal of the prb, fluid loss was detected. It was added that there were no further patient complication related to this surgery. Should additional information be received a supplemental report will be submitted.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) pressure regulating balloon (prb) removed and replaced. Upon removal of the prb, fluid loss was detected. It was added that there were no further patient complication related to this surgery. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.